Manufacturer narrative:
The pump was received with constant tone and frozen display after countdown due to faulty mother board. The basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test were all unable to be conducted due to frozen display. After frozen display repaired, all buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies noted. The pump was received with cracked case at display window corners, cracked case at reservoir tube window corners and lcd window. The pump was received with broken reservoir tube lip and belt clip slot, and with corroded battery tube.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump is constantly beeping and you cannot press buttons on it. The customer's blood glucose level at the time of incident was 58mg/dl. The customer states an alarm did not occur after the constant tone. The customer was advised the pump would have to be replaced and returned for analysis.